Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens was explanted from patient¿s left eye in a secondary surgical procedure because of patient having trouble seeing. Reportedly there was no incision enlargement, no vitrectomy, no sutures required. Patient outcome is good. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/6/2019. Device returned to manufacturer: yes. Device evaluation: the product was received dry in a little jar at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.